Event description:
It was reported that the patient's cassettes leaked, causing the patient to run out of medication sooner than expected. No alarm was reported. This was a continuous infusion, set flow rate and volume delivered are unknown. Spouse states the patient is titrating every 2-3 weeks as previously the patient had titrated too quickly and experienced fatigue and headache. The patient did not experience any side effects with the last titration about 1 week ago. It is unknown if the patient's physician is aware. The infusion was life-sustaining. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Section d: corrections as follows: d3 - manufacturing plant address line 1: avenida calidad no.4, parque industrial internacional tijuana. D3 - manufacturing plant city: tijuana. D3 - postal code: 22425. D3 - manufacturing plant country: mexico. H3: neither samples nor pictures were received for analysis. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. No device history record was reviewed since lot number was not provided.